Event description:
It was reported the pt entered the surgical facility "for a laparoscopic surgical procedure to treat and cure [the pt's] chronic right lower quadrant pain with probable endometriosis, right polycystic ovary, extensive adhesions, and right hydrosalpinx." Allegedly, "during the course of said surgical procedure, plaintiff was subjected to monopolar cauterizations without the use of an active electrode monitoring device or active electrode monitored laparoscopic instruments, both of which prevent stray electrosurgical burns caused by insulation failure or capacitive coupling of the laparoscopic instrument." It is alleged the pt sustained an electrosurgical burn on her small bowel which led to a post laparoscopy sepsis secondary to small bowel perforation; and postoperative sepsis with bilateral subphrenic abscesses as well as bilateral empyemas, among other alleged health conditions.